Event description:
A patient's mother reported a 3+ yr successful usage hx. Used new bottle & new case several times with no issue. Two hours after successfully inserting frequency 55 contact lenses, left eye began to burn. Removed lens for the rest of the day, but eye remained "tender". Upon awakening, experienced corneal tear due to dryness. Tx sought from primary eye care provider who rx'd vigamox 2xday. Referred to specialist who added a bandage lens. Next day, two hrs after successfully inserting right lens, right eye began to burn. Returned to specialist. Rx'd fluorometholone drops & bandage lens, , then fluorometholone changed to tobradex. Left eye healed as of the last visit, right eye tx continued. Visual acuity has not returned to normal yet. Follow up visit scheduled. Eye care specialist reported diagnosis of bilateral severe corneal erosion, not thought to be sight threatening or contact lens related, but is unsure of why event occurred. Request has been made for additional information, however, no further details have been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a significant corneal erosion/abrasion." A manufacturing investigation is underway. If any abnormality is found, a follow up report will be provided.